Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No moisture damage found on electronic assembly/motor. The insulin pump had broken reservoir tube lip, cracked belt clip slot at battery tube threads area, cracked battery tube threads, cracked display window corner, cracked lcd window, scratched lcd window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 71 mg/dl. Troubleshooting was not performed. The device was returned for analysis.